Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was kinked in the patient's body and was removed. The procedure was completed with a different was and no patient complications were reported. It was further reported that the was was kinked prior to deployment and was removed and replaced with a new was to complete the deployment. Therefore, this makes the complaint non-reportable.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was kinked in the patient's body and was removed. The procedure was completed with a different was and no patient complications were reported.